Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: type of investigation code 4109 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The three additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with four proglide devices using the pre-close technique via an 8f sheath prior to an endoprosthesis interventional procedure. Reportedly, the sutures came loose in step 3 [suture retrieval issue] for all four devices (three in the rcfa and one in the lcfa). The sutures of two new proglide devices were successfully pre-placed at each access site. The sheath was upsized to 20f in the rcfa and 14f in the lcfa. The endoprosthesis procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.